Event description:
It was reported the lead impedance had risen from 700 ohms to over 1000 ohms tripping the patient alert. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported the lead impedance had risen from 700 ohms to over 1000 ohms tripping the patient alert. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the lead impedance had risen from 700 ohms to over 1000 ohms tripping the patient alert. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.